Event description:
Originally received as a repair/service order, "wire is not feeding properly." After evaluating instrument, it was found to have wire lodged in tip and produced straight shots. Rec'd 3/15/06.